Event description:
It was reported that this artificial urinary sphincter exhibited fluid loss due to a hole in the tubing. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter exhibited fluid loss. The device was explanted and replaced. No patient complications were reported.